Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported a pupil injury due to a pupil constriction during the surgery. Incomplete incisions and incomplete capsulorhexis were also reported. The procedure could not be completed and the case was converted to a conventional phaco surgery without incident. The incisions were performed manually. Unplanned medical intervention; epinephrine administrated to re-dilate the pupil. Additional information has been requested.